Event description:
Per the clinic, it was reported that the patient was hospitalized (date not reported) due to dizziness and nausea.

Manufacturer narrative:
This report is submitted on july 01, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 01, 2024 was filed inadvertently. No hospitalized due to dizziness and nausea has occurred.